Event description:
It was reported that before the shoulder scope procedure, the device was getting warm. No reported patient injuries. No other complications were noted.

Manufacturer narrative:
The reported complaint of overheating could not be confirmed. Product did not overheat during functional testing. Unit was tested at speed settings of between 500 and 10,000 rpms in forward and reverse. The oscillate function was tested for 5 minutes of continuous performance with no overheating. Test blade did not overheat when used correctly with irrigation. Product was tested on a known good dyonics power, dii, and dii eip control units with and without footswitch. At no time did mdu overheat or lock up. After the evaluation a root cause for the reported issue was no problem found. A review of the device history record was performed which confirmed no inconsistencies. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.